Event description:
It was reported that this right ventricular (rv) lead had high out of range shock lead impedances greater than 125 ohms. Technical services indicated that since all the impedances were going up in parallel, this typically meant that it was patient related (illness, ischemia, medication changes). Additional information was requested, however the root cause remains unknown. The plan was to monitor the patient. No adverse patient effects were reported.